Event description:
The consumer reported that their daughter received three false positive results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 using unknown sample types. Confirmation pcr testing was performed on an unknown date using an unspecified sample type which generated a negative result. The consumers daughter was stated to be symptomatic, presenting "mild cold symptoms." No adverse health effect were reported due to the test results. This manufacturer report addresses false positive result 2 of 3.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00574, 1221359-2022-00576.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 171698 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 171698 and device part number195-430h / lot 169549. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 171698 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.